Manufacturer narrative:
The suspect component was returned to vyaire's failure analysis laboratory for further investigation. The suspect component, a front panel assembly, was received without electrostatic discharge protection and the backlight inverter cable was physically missing the end connector. Due to the assembly damage, no further investigation could be performed and the reported issue could not be duplicated.

Manufacturer narrative:
A vyaire field service representative (fsr) went onsite to evaluate the device. The fsr  determined that the front panel needed to be replaced. After replacement, the device was tested and now meets factory specifications. The suspect front panel display was returned to vyaire for further evaluation. Upon completion of a final evaluation, a supplemental report will be submitted.

Event description:
The customer reported that their vela ventilator display went blank while on a patient. The customer reported that there was no patient harm and the patient was transferred to a back up device.